Manufacturer narrative:
The customer¿s experience of a system error was confirmed in the pcu event log. The pcu event log shows the system error was for an pcu15 general os failure (error code 800.8000.0) that was initiated when the user started an infusion at the same time the flo stop was closed. When the user selected the device (after the patient side occlusion alarm) and restored and started the infusion at 9:30:37 pm on (B)(6) 2019, it resulted in the malfunction and the 800.8000.0 recorded in the pcu error log. The root cause of the customer¿s experience of a system error was identified as a software issue.

Event description:
It was reported that during a lipid infusion (250ml) programmed at a rate of 10.4ml/hr. For 24 hrs. And a tpn 9 1,200,l) infusion programmed at 50ml/hr for 24 hrs, the pcu alarmed for system error and automatically shut off, along with all the channels attached to it. The customer stated that the unit was plugged in to an external ac outlet. There was no patient harm due to the event.